Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not working and displayed a black screen. Users were unable to log in or operate the device. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height 6 caused the power supply to enter crowbar mode. A field service engineer (fse) tested the unit and measured resistance of less than 1 ohm between tp505 and tp502. The drawer controller was replaced. Upon power up, all indicator lights illuminated as designed, the station booted fully into the med application, firmware was updated, and no storage space failures were reported and verified functionality. The system functioned as intended after the field service engineer repaired the device.